Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 100% stenosed lesion was located in the calcified and mildly tortuous proximal right coronary artery (rca). The physician experienced difficulty crossing the lesion with the apex push monorail 1.5mm x 15mm balloon catheter, however, the physician successfully placed the apex in the target lesion using another manufacturer's 8f guide wire. The physician attempted to pre-dilate the lesion with the apex, however after the balloon was inflated once to 4 atms, the physician noted that "blood came into the inflator". The physician removed the balloon from the patient and noticed that the balloon had ruptured. The procedure was successfully completed with an unspecified device. No patient complications were noted and the patient's status was reported as "good".

Manufacturer narrative:
The device was disposed, therefore, a technical analysis could not be performed. A review of the manufacturing documentation for this batch found that the device met all material, assembly and product specifications. The most probable root cause is operational context.